Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a tubing leaked during an infusion of normal saline. The set was in use for 30 min when the leak was noted "right under hard blue plastic" assuming the customer is referencing the safety clamp. There was no report of patient harm. The event occurred in the (B)(4) center.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag listed as concomitant; td unk. The customer¿s report of tubing leak was confirmed. During visual inspection of the set received it was observed immediately that the silicone segment had a pin hole near the upper fitment. During functional testing a leak was immediately observed coming from the silicone tubing near the upper fitment. The root cause of the pin hole could not be determined.

Event description:
The customer reported a tubing leaked during an infusion of normal saline. The set was in use for 30 min when the leak was noted "right under hard blue plastic" assuming the customer is referencing the safety clamp. There was no report of patient harm. The event occurred in the (B)(6) center.